Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The reported event of loss of connection was not confirmed. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. The receiver was charged and rebooted and passed. A pairing test was performed with a known good transmitter and passed. The log was downloaded and reviewed finding a loss of connection. The allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.